Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 511 mg/dl. The customer¿s blood glucose level was 300 mg/dl at the time of incident and current blood glucose level was 252 mg/dl. The customer was treated with insulin pump, needles and lantis. The customer was wearing the insulin pump during the hospitalization. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.